Event description:
A user of complete said she developed an eye infection while using complete. She was seen by her doctor who prescribed an antibiotic and she has recovered. One 1/2 full bottle of complete plus and a lens case were returned for evaluation. The top of bottle and cap had a soiled appearance. The lens case was an antimicrobial lens case from ciba vision. The lens case had a soiled appearance. Complaint unit evaluation showed the solution to be contaminated. The relationship, if any, of the device to the reported adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has not been established.

Manufacturer narrative:
Tested returned sample for chemical specifications and sterility. Returned sample was non-sterile, most likely due to user contamination.